Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. No visual anomalies were noted. Microscopic inspection of the distal shaft revealed no anomalies prior to dissection. Further dissection indicated the magnetic sensor wires were wrapped around the fluid lumen underneath the pull ring within the distal shaft, and abrasion damage to the magnetic sensor wire insulation was identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported communication issue and subsequent delay were due to an electrical problem.

Event description:
Related manufacturing ref: (B)(4). During a voxel premature ventricular contraction procedure, a procedure delay occurred. The catheter was used to burn in the right ventricular outflow tract (rvot). While ablating, the catheter sensor indicator turned red and when hovering over it, it indicated a data quality error. The catheter would flash red and the force arrow would turn into a cone. There were no prss errors on the mapping catheter. The ablation catheter was confirmed to be outside the sheath and the sheath filter was reset, but the issue persisted. The se connection port was tried with and without the extension cable, but the issue continued. Impedance and other rf parameters worked as expected. No catheter preset was used and the catheter auto-detected when plugged in. The catheter was exchanged for a second device, however, the second catheter reached 40 degrees celsius repeatedly despite being in an area of normal blood flow and impedance. Tempguard was left on and power automatically titrated down to 15w despite being set at 40w. Default irrigation was used with the coolpoint pump. A third catheter was used which resolved the issue and the procedure was completed with no consequences to the patient.